Event description:
The pt was found in "bad condition" by his girlfriend on (B) (6) 2010. He was taken by ambulance to the hospital. His blood glucose was elevated to 770 mg/dl. No further info was provided. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.